Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 12/02/2025. It was reported that on (B)(6) 2025, the patient developed redness, inflammation/swelling, drainage and an abscess (pimples/bumps) infection at the sensor pod area needle puncture site. The patient had pain and itching and burning sensation in the area. The patient removed the sensor and was concerned that the sensor wire may have remained in the skin because it appeared shorter in length. On (B)(6) 2025, at 2:00 pm, the abscess grew to the size of a bee sting which prompted him to visit an urgent care facility and was recommended to undergo an x-ray to ule out a foreign body infection, which revealed no sensor wire was retained beneath the skin. The physician performed an incision and drainage using local anesthesia injection (lidocaine) to alleviate the abscess. No additional patient or event information is available.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed redness, inflammation, drainage, rash, pimples, and an abscess infection under the sensor pod area. The patient had pain and itching and burning sensation in the area. On (B)(6) 2025, at 2:00 pm, the patient visited an urgent care facility and was recommended to undergo an x-ray to exclude the possibility of a foreign body infection, which revealed no foreign object retained beneath the skin. The physician performed an incision and drainage using local anesthesia (lidocaine, route unspecified) to alleviate the abscess. The patient was given a prescription for oral antibiotics (adoxa brand doxycycline 100 mg, two times a day for eight days) and instructed to use a hot compress on the affected area. He was discharged home after ninety minutes and began the treatment on (B)(6) 2025. At the time of the report, the patient mentioned ongoing pain and tenderness, although the area was showing improvement. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).